Manufacturer narrative:
At the time of this report, no lot number or sample had been provided. As no device was available for evaluation, the root cause of this complaint cannot be confirmed. If additional information becomes available, a follow up report will be submitted. This is report 2 of 3.

Event description:
Per company representative "customer reported fluid in basin due to hole in drape. This is the customers 3rd issue in 3 weeks. After initial complaint, I attended a procedure to make sure warmer was draped properly. No evidence of incidents 1&2, only 1st person account. This, the 3rd issue the staff saved the drape and warmer info. Asked to have warmers swapped out."